Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose screws. The screws were replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.